Manufacturer narrative:
(B)(4).

Event description:
The customer discovered questionable results had been received for antibodies to tsh receptor (anti-tshr) after the qc at the end of the run was out of range on (B)(6) 2015. The assay was recalibrated, qc was tested in range, and the samples were repeated. The results for a total of 80 patient samples were corrected. On (B)(6) 2015, 35 samples were corrected and on (B)(6) 2015, 45 samples were corrected. Only the results for one patient sample could be provided as an example. The specific date of testing was not provided. The initial result was 2.4 iu/l and the repeat result was below the lower end of the assay measuring range (0.800 iu/l). The repeat results were believed to be correct. The patients were not adversely affected. The reagent lot number in use on (B)(6) 2015 was 18137801 with an expiration date of 03/31/2016. The reagent lot number in use on (B)(6) 2015 was 186772. The expiration date was requested, but was not provided. The field service representative could not find a cause and could not duplicate the issue. As a preventative measure, the sample syringe tubing was reflared and cleaned. He ran performance testing with no errors and determined the unit met specifications.

Manufacturer narrative:
A specific root cause could not be determined. Based on the provided data, a general reagent issue could be excluded. A handling issue with the calibrator and probably qc material by the customer was most likely the cause of the events.